Manufacturer narrative:
Method: the device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she had puss pockets on her skin over the ipg site, which are draining. The pt was advised to consult with a physician as soon as possible. Follow-up found the pt had met with the physician. It was reported the physician stated the incision sites were well with no signs of infection. It was reported the issue had resolved by the time the physician met with the pt.